Event description:
An ophthalmologist reported a patient with a 'major overcorrection' following refractive surgery on the right eye. Patient information provided indicated the patient experienced a decrease in bcva.

Manufacturer narrative:
Determination of root cause: assessment: log files from the day of surgery were reviewed and indicate the system performed as specified during this patient's surgery. There have been no other similar subsequent complaints received from this facility for this system. The clinical evaluation (non-product factors) of the patient data indicates a strongly decentered ablation, not an overcorrection as indicated by the customer. The decentration was most likely caused by the patient not focusing on the fixation diode as required. This possibility is supported by the strong eye-movements recorded in the internal log file of the laser. Records indicate this surgeon had not received the prescribed training on the usage of the device to monitor the patient's eye during surgery and make sure the patient was continuously fixating correctly. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the patient's outcome. However, the non-product related factors mentioned above may have been contributors. This report was mailed to FDA on: 12/23/2008.